Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer reports that the arterial guide is the same straight guidewire, this part was broken during the procedure. When the dialysis began, they discovered the broken device because of the bleeding and requires the change of catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.